Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets had blue key clamps that were incorrectly threaded on the tubing. The process step during which this event occurred was not specified and it was unknown if a patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.